Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during reprocessing before a bronchoscopy diagnostic procedure. The facility completed the procedure using a similar device. There were no reports of patient delay, injury or harm associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation found the screen blacked out due to a defective circuit board unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and e1 (phone number). Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the malfunction would likely be related to circuit board inside scope connector was damaged during user handling from irregular stress applied to electrical contacts of the scope connector. The event can be detected by following the instructions for use, chapter 3 preparation and inspection 3.8 inspection of the endoscopic system: "inspection of the endoscopic image. Warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and a faulty contact can result." Olympus will continue to monitor field performance for this device.